Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. The ¿annulus¿ may refer to a patient¿s native annulus (in the aortic, pulmonic, mitral, or tricuspid position), or a previously implanted thv, surgical valve, or ring in the aortic, pulmonic, mitral or tricuspid position. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the annulus when the inflated delivery system balloon comes in contact with the calcification at full inflation/deployment. In this case there was a piece of calcium in the lvot and sinotubular junction (stj) that likely contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by field clinical specialist (fcs), during deployment of the 26 mm sapien 3 valve, the 26 mm commander delivery system balloon burst at full inflation, with nominal volume after being held for two seconds. They were able to get full expansion of the valve, and there was no complication due to the balloon burst. There was no patient injury. The device was able to be removed without difficulty. There was a piece of calcium in the lvot and sinotubular junction (stj) that likely contributed to the balloon burst. A 14 fr esheath was used with the 26 mm commander delivery system. At last report the patient was doing well. The device was discarded and no photos are available.

Manufacturer narrative:
Reference CAPA-20-00141.